Manufacturer narrative:
Additional information: a2, a3, b5, b7. H6. D10. Non modularly exactech knee system. On the right side a size 5 femur, size 5 tibial tray, a 9mm constrained poly and a 35 mm patella-no catalog or serial numbers were provided. H3. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent knee pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6 health effect - impact code, patient was not revised, pain

Event description:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, b5, d1, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a right total knee replacement. Following the surgery, the patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Approximately 16 years and 10 months later, the patient made an allegation, but does not appear to have been revised. Because the patient has filed a long form, it appears that they are alleging prosthesis wear of an exactech polyethylene device. Per the available information, it also appears that the patient is alleging instability and loosening. The patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to pain, swelling, effusion, knee popping, knee giving away, difficulty walking, antalgic gate, and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2006 and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff has not yet undergone any additional knee surgeries on his right or left knee as of today. Plaintiff continues to experience pain and discomfort on a daily basis in both of his knees which limits his daily activities and quality of life. No device return anticipated due to this being a legal case.